Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that one sensor broke and the other did not last as long as it should have. It only lasted three days. The blood glucose reading was 150 mg/dl. The customer stated that the sensor stayed inside of the serter after firing. The customer got it out and reinserted it, and a piece broke off. The customer stated that the other sensor gave a sensor end alarm after three days. The customer was advised that the sensor would be replaced.